Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that anti-tachycardia pacing (atp) and electric shocks were delivered by this implantable cardioverter defibrillator (ICD) for what appears to be a sinus tachycardia. Technical services reviewed the event and stated that the atp and the shocks were delivered because the device met treat decision. The ICD is operating as programmed and remains in service. Therapy zones were reprogrammed and the patient was discharged from the hospital. No additional adverse patient effects were reported.